Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established. The device was tested on the bench and it was noted the rf telemetry was in an anomalous state. The cause of the anomalous state could not be determined. UDI (di): (B)(4).

Event description:
It was reported that prior to the procedure, a successful interrogation with rf was received but after nurse placed the device on a metal table, the device could no longer be interrogated. After closing the session, another attempt to interrogate the device with wand, a message indicating please relocate device was observed. Several troubleshooting were performed to attempt to interrogate the device were unsuccessful. The device was then replaced and normal functionality was noted. There was no harm to the patient and condition is normal and stable.